Manufacturer narrative:
Concomitant medical product(s): a 5076-58 lead, implanted: (B)(6) 2012; 4473 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.